Manufacturer narrative:
On the initial MDR submitted on 05/23/2019, it was reported that intuitive surgical, inc. (Isi) received curved-tip stapler 30 instrument (part #470530-06; lot #t10190204-0033) and the evaluation of the device was not yet completed. Upon review of the system logs, isi identified that this specific stapler instrument was last used on 04/05/2019, not 04/17/2019 which is the event date of the reported event. Therefore, there is no evidence that the returned stapler instrument was involved with the alleged partial fire issue or event. The lot number of the curved-tip stapler 30 instrument involved with the alleged partial fire event is t10190104-0031. The instrument has not been returned to isi for evaluation and the system logs reveal that this instrument was used in 2 subsequent surgical procedures. As of the date of this report, no related complaints have been reported by the site regarding this specific curved-tip stapler 30 instrument. On 05/24/2019, isi contacted the surgeon and obtained the following additional information regarding the two photos that the site provided of the curved-tip stapler 30 instrument and green stapler 30 reload: the photos were taken after the surgical staff attempted to remove the green stapler 30 reload from instrument. At that time, the instrument was reportedly pulled out of service and washed. During inspection by the site, a staple was found around two pins in the proximal jaw of the instrument. The isi clinical sales representative (csr) indicated that she spoke to the surgeon, the site's robotics coordinator, and a physician's assistant (pa) about the importance of inspecting the jaws of the stapler instrument after each fire and prior to installing the next stapler reload. On 05/31/2019, isi contacted the surgeon again and obtained the following additional information regarding the reported event: after the partial fire event occurred with the curved-tip stapler 30 instrument and a green stapler 30 reload, the surgeon wanted to inspect the bronchial stump which he typically performs after firing a reload. In this case, while inspecting the bronchial stump, the anesthesiologist reportedly re-expanded the lung too fast. The surgeon indicated that when the lung was re-expanded, he did not have time to react fast enough to move a tip-up fenestrated grasper instrument out of the way that was under or by the lung. The expanding lung ended up getting punctured by the grasper instrument. The surgeon stated that a malfunction of the grasper instrument did not occur. He did not believe a da vinci product caused or contributed to the lung puncture and the patient's subsequent death. According to the surgeon, he was able to fix the lung puncture wound. However, the patient expired 2 weeks later due to pneumonia and pre-existing medical conditions. Based on the current information provided, this complaint is no longer deemed reportable due to the following conclusion: it was initially reported that during the da vinci-assisted pulmonary lobectomy procedure, the patient experienced unspecified intra-operative complications and the case was converted to open surgery. However, based on follow-up information provided by the surgeon, there is no evidence or allegation that a da vinci product caused or contributed to the patient¿s intra-operative complication (i.e. Lung puncture) and subsequent death. The surgeon indicated that the lung puncture was due to surgical error and not a malfunction of a da vinci instrument. In addition, the surgeon attributed the patient¿s subsequent death to pneumonia and pre-existing medical conditions.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi has received the curved-tip stapler 30 instrument (part #470530-06; lot #t10190204-0033) involved with this complaint. However, the evaluation of the instrument has not been completed as of the date of this report. The green stapler 30 reload (lot #m10181022-0082) involved with the reported event has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. The site provided two photos of the green stapler 30 reload involved with this complaint. The two photos were evaluated by an isi failure analysis (fa) engineer. The blade of the stapler reload appeared to be exposed near the end of travel, and the distal end of the cartridge was broken or bent. Also, the retention tab was out of the mating slot in the channel. If additional information is received, a follow-up MDR will be submitted. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2019. The system logs reveal that a single stapling misfire occurred with a green stapler 30 reload. The stapling misfire occurred during an 8th fire attempt out of 10 total fires. The first 8 fires were done with the same curved-tip stapler 30 instrument. The 9th and 10th fires were performed with a different stapler instrument. There were no clamping or unclamping failures. Based on the current information provided, this complaint is being reported due to the following conclusion: during the da vinci-assisted pulmonary lobectomy procedure, the curved-tip stapler 30 instrument allegedly misfired with a green stapler 30 reload installed. As a result, the patient experienced unspecified intra-operative complications. It is unknown what medical intervention, if any, was administered as a result of the intra-operative complications.

Event description:
It was initially reported that during a da vinci-assisted pulmonary lobectomy procedure, a curved-tip stapler 30 instrument allegedly misfired with a green stapler 30 reload installed. After the curved-tip stapler 30 instrument was removed, the stapler reload appeared to be damaged. The case was converted to open surgery for an unspecified reason. On 04/29/2019, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative, (csr), and the following additional information regarding the reported event was obtained: the csr was not present during the da vinci-assisted surgical procedure which was recorded on video. When the alleged misfire occurred, the surgeon was attempting to fire a green stapler 30 reload with a curved-tip stapler 30 instrument. The surgeon informed the csr that the patient experienced intra-operative complications. However, details regarding the intra-operative complications were not provided. The csr did not have any additional information to provide regarding the reported event.